Manufacturer narrative:
H6 medical device problem codes 1528 and 1506 were removed. An event of retraction problem and foreign material was reported. Information from the field indicated that after deployment of the navitor valve and during retraction, the valve capsule could not be fully retracted into the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Two images and one video were provided by the field, showing what appears to be ptfe inner lining of the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported foreign material was determined to be a potential product quality issue. Therefore, exception (issue) 132346 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 june 2024, a small flexnav delivery system was selected to implant a device. The physician performed a chimney technique for the right coronary artery with a xience stent before deploying the valve. The physician successfully deployed a 23mm navitor vision valve in the patient's native annulus. The flexnav delivery system was safely removed from the annulus to the ascending aorta. When the physician tried to close the valve capsule, he was unable to fully close the system. The delivery system was removed slowly from the patients vascular access without any complications. The patient is stable following the procedure. Access was gained via the right femoral artery by surgical cutdown. Once the flexnav was removed from the patient the device inspected it and found it was not closing well due to piece of yellow plastic lining. The nurse cut the system open further to inspect it. The qa seal was intact at the time of the procedure. The physician alleged that yellow plastic lining on the device was thought to be a lining from the flexnav device itself, otherwise the team was not sure what the origin could be. The patient is stable. Photo attached.